Manufacturer narrative:
On 28 september 2015 it was prepared a final report with the information already submitted in the initial report. On 27 october 2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6), 2015. Lot 133629: (B)(4) items manufactured and released on october 14, 2013. No anomalies found related to the issue. To date, (B)(4) items of the lot have been already sold without any similar reported problem. On july 10, 2015, we were informed that the x-rays and the implant are not available for investigation.